Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. X-ray was performed and revealed catheter fracture. The drug infused via the pump was baclofen (lioresal) 500mcg, dosage unknown. Surgery was performed on (B)(6) 2011: the back and abdominal incisions were opened. The hcp located a catheter fracture behind the pump and repaired it. The pump was also replaced. Following surgery, the patient was back to baseline status.